Event description:
Pt received a burn from use of the ace therapy patch. Went to the emergency room for treatment and was given a tetanus shot as well as antibiotic cream to use.

Manufacturer narrative:
Consumer has indicated she not be returning the patch. No product evaluation is possible. Will continue to monitor.